Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy and appendectomy procedure the device would not close tightly onto the tissue and the handle would not retract. The device fired however the staples were not formed properly. There was slight oozing and 3 clips were applied to complete the procedure. There were no patient consequences reported. No device will be returned.